Event description:
It was reported that a patient who had a stemless hemiarthroplasty, underwent a revision procedure. The patient was complaining about pain and had a post-surgery injury that caused damage to the rotator cuff. The patient and surgeon discussed and decided the best cause of action was to revise to a full reverse total shoulder. The humeral stemless cage and humeral head were revised. There were no reported device breakages or surgical delays/prolongations. The patient was last known to be in stable condition following the event.